Event description:
It was reported that the zimmer dermatome was not working properly. Add'l clinical f/u with the hospital indicated that the device was unable to be turned off by the staff and the device kept running even after the "on/off" switch was placed into "safe" position. The operating room manager stated the entire activity of passing the unit back and forth between surgeon and scrub to attempt various switch shut-off maneuvers, was probably a min. It was also reported that it was less than a min for the surgeon and circulator to agree it was best to disconnect the handpiece from the power source, since the use of the dermatome was no longer required for the planned procedure. The staff expressed concern over the potential for harm to themselves while attempting shut-off of device.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is completed.